Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not plugged in properly. No low battery alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports a blank display even after inserting new batteries. Customer's blood glucose was 203 mg/dl. After troubleshooting, display did not return; customer was advised that insulin pump would need to be replaced. No further information provided.